Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 770g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the customer reported a battery failed alarm. Customer called back after receiving replacement cap and changed battery but battery failed alarm reoccurred. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and will be returned for analysis.

Manufacturer narrative:
Retainer ring=black pump case type: ngp the pump was returned for failed batt test alarm found on (B)(6) 2022. Pump¿s history and trace files downloaded successfully using thus software. Unit passed displacement test, active current measurement, sleep current measurement and self test. No pump error 25, failed batt test alarms noted during testing. However, pump trace download analysis confirmed the pump alarmed failed batt test alarm on (B)(6) 2022 04:08:05, (B)(6) 2022 04:08:25, (B)(6) 2022 04:08:54 and pump error 25 on (B)(6) 2022 15:00:00, (B)(6) 2022 19:00:00, (B)(6) 2022 19:00:16. The power management graph confirmed pump error 25 was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.7v for 4 consecutive hours. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. Unit p-cap / reservoir locked properly in place. The following were noted during visual inspection: scratched case. Pump error 25, failed batt test alarms confirmed in the pump history files and was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.7v for 4 consecutive hours due to connector resistance j6 /pcba 1. Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.